Manufacturer narrative:
Voluntary medwatch mw5119690.

Event description:
It was reported that low impedance was noted on the right ventricular (rv) lead. The rv lead was explanted. No adverse patient health was reported.